Event description:
It was reported that during thrombectomy, resistance was felt during stent retrieval and the thrombus was not retrieved. The stent was retrieved with microcatheter. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The trevo retriever was returned with the insertion tool. Visual examination of the returned device revealed that the stainless steel (ss) coil was examined, it was found to be slightly offset along its distal section length. During functional testing, the trevo provue retriever was advanced through the insertion tool and into the demo microcatheter; there was slight friction/resistance. The trevo provue retriever was introduced and advanced out of the microcatheter through its distal end. It is likely that procedural factors contributed to the reported observed issues limiting the performance of the stent retriever during the clinical procedure.

Event description:
It was reported that during thrombectomy, resistance was felt during stent retrieval and the thrombus was not retrieved. The stent was retrieved with microcatheter. There was no clinical consequences to the patient.